Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set occluded the following information was received by the initial reporter with the following. It was reported by customer that taxol chemotherapy bag was spiked using low sorb tubing with a .22 micro filter and a phaseal injector on the end. The medication was not going past the chamber but, was back flowing into the end with the filter. They attempted to use an alaris pump to circle prime but it kept giving an occlusion error. A different chamber was tried and a fellow nurse, assessed the tubing with no success. Pharmacy called and came to inspect. She stated it was most likely the tubing and they would make a new bag.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10015861a and lot# 24125196 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.